Event description:
Reporter alleged that a patient received the result of 592 mg/dl on the inform system at 7 am. Reporter stated that a lab draw was performed on the patient at 7:30 and it was reported back as 35 mg/dl. Reporter stated that another lab draw was performed at 8:29 am and the result was reported back again as 35 mg/dl. Reporter stated that the patient was exhibiting hypoglycemic symptoms. Reporter stated that the patient was treated based on the lab result with glucose. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter stated that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.